Event description:
It was reported that during the attempted implant of this left ventricular (lv) lead, upon positioning the physician noted that the vessel was larger than expected and when measurements were performed, no sensing or capture was obtained. The physician opted to remove this lead and finish the procedure with another model. No adverse patient effects were reported. This lead has not been returned for analysis.